Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed accuracy test' was not reproduced.the device was delivering within intended range and functioning as intended during flow rate testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. The adjust pressure plate travel, change m2/m3 springs, mechanism door and hooks will be replaced as per precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed accuracy test. This occurred during device power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.